Event description:
It was reported that the vns pt was seen for a follow up appointment, and upon performing a system diagnostic test, a low output current warning message resulted, indicating that the device is programmed to an output current above its capabilities for the given resistance load. The physician has indicated that the pt is doing well, feeling normal delivery of stimulation, and continues to receive efficacy with vns for seizure control. The device settings are 3.5ma/20hz/250usec/30sec/5mins, and the impedance value as of (B)(6) 2010 was noted to be 2979 ohms, indicating that the vns system appears to be continuous. The generator remains implanted in the pt, and the physician has given no indication that the device will be replaced at this time as the pt continues to receive benefit from vns therapy for seizures. An investigation has been initiated and is currently underway to determine the possible cause for the generator's inability to deliver the programmed output current with the given lead impedance.

Manufacturer narrative:
Analysis of programming history.